Event description:
During hospitalization the pt experienced confusion 24 to 48 hrs post procedure and cleared without treatment. The condition was not pree-existing and not felt to be related to the device. The pt's outcome was reported to be resolved. The pt's pre-procedure nhss was 2 and post-procedure nhss was 18. The pt was kept in the hosp for 5 days because of urological issues.